Manufacturer narrative:
Though requested of the reporter, the device was not returned for evaluation and additional information regarding the details of the event was not provided. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, it was noticed the haptic was damaged, allegedly by the slide mechanism of the injector. The incision was enlarged and a successful intraoperative lens replacement using the same model and diopter iol was completed. Additional information has been requested, but not received.

Event description:
Additional information was received indicating the intraoperative lens replacement was performed on the left (os) eye. The patient's outcome is good.